Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead and implantable coronary sinus lead had dislodged. No adverse patient effects have been reported.